Manufacturer narrative:
The customer reported that the intraocular pressure (iop) had failed during surgery. Additional information provided by the facility or director noted that during a vitrectomy procedure on the right eye, on the (B)(6) the system was "unable to keep the eye under pressure, never able to maintain flow". The surgeon completed the case quickly without patient harm. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer was instructed to re-prime the cassette and to re-tune the hand piece. This solved the issue and the surgeon was able to continue the procedure without further incident. The customer continued to use the system for a little over a week with no issue. The company service representative examined the system and noted when the system was powered on, pneumatics system messages (sm) (pneumatics module communication failure) and sm (pneumatics submodule failure) displayed. The event log was checked back one year and no errors where found until (B)(6) 2016 at 5:36pm when the first pneumatics sm appeared. The iop is monitored by the fluidics module not the pneumatics module. The pneumatics module was replaced. The system was then tested and met all product specifications. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. After this, the staff decided to ask the company representative to complete a service call, anyhow. The company representative did not indicate finding anything attributed to the reported event. The system was tested and was found to meet specifications. The system was manufactured on april 16, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the intraocular pressure function failed during a vitrectomy procedure. The surgery was completed with no harm to the patient.